Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver unspecified concentration of campath, at an unspecified rate, via a pump. It was reported that approx thirty minutes after the delivery was started, a pt noted that solution was on the floor. After an unspecified length of time, the customer contact reported that 26 ml of solution leaked from the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. The tubing set and the solution container were replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.